Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian jugular filter delivery system without the sheath and dilator was returned for evaluation. The filter was not deployed and was returned loaded inside the delivery sheath. The filter feet were protruding from the distal tip of the delivery catheter indicating that the filter was likely pushed slightly forward during deployment, but not enough to allow full deployment. The filter was pushed out of the delivery catheter with no resistance. The filter contained 6 legs/feet and 6 arms present and intact. No anomalies were identified on the delivery catheter, pusher wire or the deployed filter. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the filter was deployed with no issues from the delivery catheter, however, as the introducer sheath was not returned for further evaluation, the complaint investigation is inconclusive for filter failing to advance through the system. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck in the sheath and could not be deployed. Therefore, the delivery system was exchanged over the wire for a new filter that was deployed successfully without further incident. There is no reported patient injury.